Event description:
Customer reported experiencing inaccurate high results with a fasttake meter. Their blood glucose results were 243 and 189 mg/dl. Tests were done within 10 minutes with a difference of 29%. They did not experience any adverse events.